Event description:
According to available information, this device required intervention due to a possible allergic reaction. The patient visited her doctors, an allergist and the emergency room due to hives. The patient received a steroid shot and prednisone and her symptoms flared up again after stopping the medication. An antihistamine was prescribed and the patient continued to have hives.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Only (B)(6) 2023 is known for the implant date, therefore, (B)(6) 2023 is used as the implant date.